Event description:
The complainant reported that the clinicians were unpacking the device in preparation of performing a therapeutic implant of a contour ureteral stent in a patient. During the unpacking of the stent, the device found to be cut in two parts inside packaging. The stent was not used and another of the same type stent was used to complete the procedure. The complainant indicated that the patient's condition was fine.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. This device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received a supplemental medwatch report will be filed.